Manufacturer narrative:
(B) (4). Results: visual inspection of the returned product showed one haptic was bent and the other haptic was torn off and missing. There was evidence of a clear surgical residue. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened in june 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of mfg of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. The damage to the lens, as observed and photographed upon the return of the lens to staar in this claim, cannot be definitively and exclusively correlated to a specific root cause. Based on the complaint history and the eval of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B) (4).

Event description:
It was reported that the surgeon attempted to insert an aq2015a three piece silicone lens and the lens tore while advancing in the injector. There was no pt contact. This is one of two lenses the surgeon attempted to insert in this pt (see MFR# 2023826-2009-01141). The third same model lens was successfully implanted.